Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the 3d visualization unit screen had no power. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 and h11 the device was not returned to olympus for inspection because a technician was requested to visit the site to re-check the reported malfunction. A definitive root cause could not be identified. Based on the results of the investigation, olympus was able to confirm the customer failure and determined the following cause: troubleshooting, cabling rearranged, monitor input signal changed, 2d/3d function test ok. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.